Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed motor error and no delivery when she was asleep. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. The customer had already rewound the insulin pump was the device alarmed no delivery during the fill tubing process. Troubleshooting was initiated for the no delivery issue. The customer was able to clear the no delivery alarm with esc and act. She then disconnected and reconnected the same reservoir and infusion set and she was able to successfully push insulin through the tubing via plunger push. However, the 5.0-unit manual prime was unsuccessful; the insulin pump alarmed no delivery. The insulin pump will be returned and replaced.

Manufacturer narrative:
The pump passed the functional testing, including the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery tests. No motor error alarms were noted during the bolus/basal delivery. The motor was tested outside of the device and it passed. No excessive no delivery alarms noted. No rewind anomaly was noted. All operating currents were within specification. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked display window and a cracked reservoir tube.